Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the inserter was inserting the spring wire guide and noticed that it "didn't advance gently". He was using ultrasound and could determine that he was inside the vein, but the spring wire guide wouldn't pass through. He had to take the spring wire guide out because it was "so weak that bended and was not letting it to advance". Another spring wire guide was used. No patient harm reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: the inserter was inserting the spring wire guide and noticed that it "didn't advance gently". He was using ultrasound and could determine that he was inside the vein, but the spring wire guide wouldn't pass through. He had to take the spring wire guide out because it was "so weak that bended and was not letting it to advance". Another spring wire guide was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.